Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge fse evaluated the unit for reported failure. Fse was unable to reproduce issue. The fse performed all tests and calibrations according to protocol. Unit was cleared for patient use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during routine check cardiosave intra-aortic balloon pump (iabp) shows auto fill failure issue. There was no patient involved.